Event description:
It was reported that the right ventricular lead was possibly fractured. High impedance, short v-v intervals and non-sustained tachycardia episodes with noise were also noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was later reported that a lead intrgrity alert was triggered.